Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 187 mg/dl and sensor glucose was 40 mg/dl at the time of the incident. The other blood glucose values are 150 mg/dl, 160 mg/dl and sensor glucose was 153 mg/dl. The insulin pump will not be returned for the analysis.